Event description:
It was reported the patient had not charged her ipg in approximately 6 months. She stated her external devices will no longer communicate with her ipg. Follow-up indicated the sjm representative confirmed the patient's ipg is no longer operable. Surgical intervention will be undertaken to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.